Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: customer reports error code 13-1033-149 on their 8110 (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: informed customer this is due to the software and recommended reflashing. After reflashing I recommended calibrating and then performing preventative maintenance. If problem continues, they are looking at a logic board issue and I recommended sending in for repair.